Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the hypotube broke into 2 pieces during removal of the yellow protective sheath. Reportedly, the cath lab nurse who was removing the sheaths is very well trained. There was no contact with the patient. There was no clinically significant delay in procedure. The procedure was completed successfully using a xience xpedition stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The hypotube separation was not confirmed, however, the distal shaft was separated. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.